Manufacturer narrative:
The returned lead was only available in fragments. It had been cut through 13.5 cm distal of the is-1 connector pin. The proximal and the distal fragment were available for analysis, a lead body segment of about 32 cm length was missing in-between. The returned fragments were checked visually, mechanically, and electrically. Severe extraction damages were found. The distal fragment was stretched in its length, the rope conductors were coiled in their lumens and partially pulled out of the lead body. The shock coil was deformed and pushed towards distal. The extent of the damage speaks for a strong ingrowth behavior of the lead in the implanted state. In addition, the analysis detected multiple signs of abrasion at the lead body. Especially at the distal fragment, the insulation was damaged due to fraying. This damage is with high probability the cause of the clinical complaint. The observed damage pattern speaks for strong mechanical stress of the lead. The presented strong extraction damages lead to the assumption of a strong ingrowth behavior of the lead, which might have restricted the movement of the lead. The manufacturing process of this device was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
After an implantation period of 62 months, oversensing in the ventricular channel was reported.